Event description:
Report received of a balloon rupture while the device was in use. The thermodilution catheter had been inserted by an anesthesiologist pre-operatively. The balloon was checked prior to insertion and it functioned appropriately. There were no reported problems with the insertion. The pt was admitted to the cvicu post-op and the catheter functioned appropriately. Early the next morning the pt was up in the recliner chair and the waveforms were dampended. The surgeon re-positioned the catheter and the waveforms returned and the catheter wedged easily with 1.5cc of air. The manipulation of the catheter was reportedly minimal. Approximately one hour later, when the nurse was obtaining hemodynamic measurements, the catheter would not wedge. Rn reported that there was no resistance felt with the injection if the air. Rn attempted to wedge once more with the same results. It was then noted that there was blood backing up through the air injection port. The physician was notified and physician ordered that the catheter remain in place but that the air port was to be capped off and no further attempts to wedge be made. The catheter was utilized for other hemodynamic values and for fluid administration. It was removed approximately 2 days later. The status of the balloon was not observed upon removal. The pt did not experience any adverse effects. No further info was available.